Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a hemorrhoidectomy procedure, crunch sounded different after the device fired. The tissue was cut, but only some unformed staples came out. This caused the patient¿s bleeding. The surgeon changed to hand sewing to complete the procedure and 400ml blood transfusion was taken for the patient. The operation was prolonged an hour. The patient's hemoglobin value was low after operation, continuous blood transfusion was taken. Now the patient is in stable condition. As the patient had hepatitis, the product had been discarded.